Event description:
On 09/04/2025, it was reported that the user noticed the side of their ilet pump was starting to pull apart. The side separation exposed the internal rubber lining. No blood glucose impact or injury was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.